Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had high impedances on 7 out of 8 contacts. Diagnostic testing revealed a possible lead fracture. Reprogramming was able to establish effective therapy. As result, no surgical intervention is planned at this time. It is unknown which lead caused or contributed to the issue.